Manufacturer narrative:
(B)(4). The patient was born on an unreported date in 1982. On an unreported date, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by turbid effluent. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was prescribed cefazolin 1 gram intraperitoneally (frequency and duration not reported) and tazicef 1 gram intraperitoneally (frequency and duration not reported) for the peritonitis. Extraneal and physioneal therapies were ongoing. The patient was not recovered from the peritonitis. No additional information is available.